Manufacturer narrative:
(B)(4).the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we had the same problem with a tiemann foley ch14 ref 171305. The catheter separated in two. Further information notes that there was only a risk for the patient. The incident happened after insertion. The catheter is cut at the level of the base proximal part of the y. But the balloon remains properly inflated. The incident happened 48 hours after insertion. There was no need of a medical intervention.

Event description:
The report states: we had the same problem with a tiemann foley ch14 ref 171305. The catheter separated in two. Further information notes that there was only a risk for the patient. The incident happened after insertion. The catheter is cut at the level of the base proximal part of the y. But the balloon remains properly inflated. The incident happened 48 hours after insertion. There was no need of a medical intervention.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No actual sample was returned for investigation; therefore, no physical investigation or assessment has been conducted. There was no actual sample returned for evaluation and further investigation. Due to limited information provided, it is difficult to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.